Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked, with evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: the pump¿s black box showed one power interruption on 03/02/2015. The battery compartment was cracked from the threads down to the case seal on the side. The battery cap was able to fit and maintain an electrical connection. No reboots were duplicated during the investigation. The pump failed a leak test due a battery compartment leak. There was no evidence of moisture observed in the battery compartment. No moisture, contamination or any intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.